Event description:
It was reported that electrogram (egm) review of the cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed right ventricular (rv) lead noise with greater than two seconds of pacing inhibition. Additionally, the patient's ejection fraction had normalized, and the physician may consider downgrading the implanted system. At this time, rv sensitivity was raised to 1.5mv, biventricular (biv) pacing was programmed on, and noise response was on as well. (B)(6) technical services (ts) reviewed programming considerations and possible concerns. Additional information received reported that this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5149065.